Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to verify no delivery alarm due to motor error alarm during rewind. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received motor error alarms and no delivery alarms frequently. The customer reported that the insulin pump had cracks. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.